Event description:
Reporter alleged blood glucose read 300 mg/dl and went to the doctor measured 150 mg/dl and customer's meter was 326 mg/dl immediately afterwards. No treatment was reportedly received as a result of the comparison. A request was made for the return of the suspect device and replacement product was sent.